Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative stated that they believe there was a kink on the catheter when new the pump put back in the pocket. Once catheter was disconnected at the revision, it flowed (cerebrospinal fluid) csf, but it did not flow csf during the dye study. They believed the patient¿s symptoms, unable to aspirate, and occluded was due to a kink.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6) implanted: (B)(6) 2006 explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 16-aug-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen 600 mcg/day 2225 mcg/ml via an implantable pump. It was reported that the patient had withdrawal symptoms and increased spasms after the pump was replaced on tuesday. Action/intervention: dye study attempted on (B)(6) 2024 and unable to aspirate csf so no dye could be injected. The old catheter was replaced to fix occluded catheter. The patient was given oral medication for their symptoms. Outcome: the issue as resolved. The hcp has no further information for medtronic. The patient medical history was cerebral palsy. The patient was alive.